Manufacturer narrative:
(B)(4).

Event description:
It was reported by a company representative that a physician's tablet usb connector had broken off into the usb port. The company representative reported that it is stuck and cannot be removed from the tablet. The tablet has been received and analysis is underway but has not been completed to-date. No additional relevant information has been received to-date.